Manufacturer narrative:
Block b3: exact date unknown, event occurred five months from the date manufacturer became aware of the event.

Event description:
It was reported that patient was having pain at the ipg site. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to facility policy.

Event description:
It was reported that patient was having pain at the ipg site. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to facility policy.

Manufacturer narrative:
Sc-1160 (sn (B)(6)) the returned ipg was analyzed, passed the test performed, and exhibited normal device characteristics.